Manufacturer narrative:
.

Manufacturer narrative:
Correct contact address (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during testing the battery was found depleted. The customer reported the unit was not in use on patient.